Event description:
First device surgery, the wrong size charite disc implant was used and positioned incorrectly, (2005). The second replacement surgery in 2006 was positioned better; however, I never fully recovered and continue to take several pain medications. Essentially, the product has resulted in far more pain than I never had beforehand. Prior and after surgeries, I have had multiple spinal block injections, none of which worked. Date of use: since 2005. Diagnosis or reason for use: low back pain; degenerated disc. Event reappeared after reintroduction? Yes.